Event description:
It was reported by the patient's daughter that the patient had passed away. Cause of death was cardiac arrest. The caller alleged the death was related to the implantable cardioverter defibrillator (ICD) system and was trying to find out if there was a device malfunction. The device was not removed from the patient following death. No additional details were reported or are known.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).